Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a normal eri of the pacemaker. When attempting to remove the ventricular lead from the header, the set screw would not engage. Three different hex wrenches and a non-torqueing wrench were provided to loosen the set screw. The screw still would not engage. The grommet was removed, and a needle was used to free the screw of any debris. These attempts were all unsuccessful in loosening the set screw. The patient was pacemaker dependent. Decision was made to cap the old lead and to add a new ventricular lead to the new generator. The patient was stable.

Manufacturer narrative:
The reported field event of difficulty removing the rv setscrew was confirmed. Analysis found that calcified blood was filling the rv setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. With the blood removed from the setscrew inset the setscrew could be untightened and the lead removed. The blood most likely came through damage to the septum in the form of a hole punched through it. The device has reached normal eri.